Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: d4, h4 the following sections were updated: b4, b5, d9, g3, g6, h2, h11 d4: lot # was updated. UDI and expiration date are currently unknown pending investigation h4: lot # was updated. Manufacturing date is currently unknown pending investigation product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). E1: full establishment name: (B)(6). G2: poland. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the second anchor of the juggerstitch did not deploy during implantation. The implant was removed and another juggerstitch was used to complete the procedure without prolonging its time. Attempts have been made and additional information on the reported event is unavailable at this time.